Event description:
Additional information received reported that the patient had rigidity ¿real bad¿ because the health care professional lowered the parkinson¿s medications and the ¿dopamine going to the brain.¿ it had also caused the tremor ¿to be a whole lot stronger.¿

Event description:
It was reported that the patient had recently been in the hospital for medication changes. The patient complained that he felt "static-like or like he is magnetic". The patient stated that this would happen when he would touch anything metal. The patient had titanium in his body from previous surgeries. The patient had been going through psychosis due to rearranging and changing in medications. The pump was bothering the patient "because he lost weight". (B)(6). The patient's legs were shaking and tingling and his finger tips and toes were cold. The reporter felt that this was due to the patient's parkinson's medications being reduced. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).